Manufacturer narrative:
The device was not made available for evaluation and a lot number was not provided. The root cause is unable to be determined. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision was performed in (B)(6) 2021 due to x-ray images revealing that the patient's bone was breaking down. Upon explant, it was noted that the nail had corrosion.

Manufacturer narrative:
Literature citation: rolfing, jan duedal, et al (2021). Pain, osteolysis, and periosteal reaction are associated with the stryde limb lengthening nail: a nationwide cross-sectional study. Acta orthopaedica, volume 92. Web address to article: https://doi.org/10.1080/17453674.2021.1903278.

Event description:
Additional information was received via review of literature that the patient also experienced pain and hypertrophy.